Event description:
While removing catheter, rn felt tension, and catheter broke. Could grasp another section and pulled another 2 inches from pt's shoulder, but then broke again. Fragment found on x-ray, additional surgery (B) (6) 2009 to remove.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and the eval of the sample. One empty and used pump and one catheter were received for eval and investigation. The pump was not evaluated as the complaint was only for the catheter. Visual examination of the catheter segments (2) received found one to be overstretched and broken at the infusion segment. Based on this info received and the eval of the catheter received, the technique used in the removal of the catheter most likely contributed to the reported incident. A review of the lot history found no other complaints for the reported lot. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B) also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.